Event description:
The customer reported that the system displayed a bad iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The generator interface board and the fluoro functions board were reseated. The hard disk drive was re-imaged and the nodes were reloaded. The system was tested and operates as intended.